Event description:
It was reported that the ilet screen was cracked and the patient could not unlock the device, which prevented meal announcements and affected blood glucose management; a replacement ilet was arranged and the patient was instructed to shut down the device, return it with a provided label, and complete standard startup on the replacement, while continuing cgm use with the dexcom app or receiver. Symptoms included a downward blood glucose trend. Outcomes included device replacement and temporary interruption of normal ilet use. Investigation included review of user report, confirmation of delivery of the replacement device, and troubleshooting and education. Investigation of this case revealed damage to the device display that impaired user interface function, with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that physical damage to the device most likely caused the failure.